Manufacturer narrative:
The pod was received in the not deployed state. The original downloaded data indicated high pulse widths with drive stalls. The downloaded data indicated that the pod completed both first and second prime. Due to the drive stall, the firing flat was not in the correct location for the needle mechanism to fire after second prime was completed. Inspection of the pod found no damages or deficiencies that would result in the drive stall.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.